Event description:
It was reported by service report that the power cord had a broken prong. The customer reported that they did not know if there was any patient involvement or if there were adverse consequences to report.